Event description:
Hcp reports one incident of blood leak with the psn 210 dialyzer. Incident occurred at the start of the pt's treatment and was noted on leak alarm. Blood leak was verified with positive hemastix. Blood was returned to the pt. Treatment was resumed with new disposables and completed without further incident. No pt injury or medical intervention reported per hcp.